Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020 (B)(6) (B)(4) : information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they had an ins put in sometime in 2019 but stated they were so small, they were only 105 pounds and the reason they had to remove it was because it was giving them sores on their skin, so they took it out and put the new one in (this year in 2020), and they had not had the sores with the new ones. The replacement implant was sore because they were so small. It was recommended the patient follow up with their healthcare provider.